Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and the surgeon connected a drain to a reservoir in the operation room. When the surgeon tried to activate the suction of the reservoir, the anti-reflux valve detached and fell into the reservoir. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Anti-reflux valve detachment. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The anti reflux valve found detached inside the bulb.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.